Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain. The home patient (hp) stated that they disconnected during the dwell and then came back to reconnect but the hc alarmed system error 2240. The hp stated they then connected themselves and called baxter. The technical service representative (tsr) explained the alarms. The tsr explained to the hp that they would have to start over with all new supplies to finish therapy on the hc machine. The tsr explained to the hp that they would have to start over with all new supplies to finish therapy on the hc machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was the patient disconnected from the set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.